Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead had dislodged into the ventricle which resulted in far field r-wave over-sensing. During atrial capture threshold testing, telemetry showed ventricular pacing. The lead dislodgement was confirmed by x-ray. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been "it was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead had dislodged into the ventricle which resulted in far field r-wave over-sensing. During atrial capture threshold testing, telemetry showed ventricular pacing. The lead dislodgement was confirmed by x-ray. No intervention was performed. The patient was in stable condition." Section h6 - the complaint code of "capturing problem" should have been included under medical device problem code.

Event description:
New information received notes that the lead was successfully repositioned on (B)(6) 2025. No patient consequences were reported following the lead repositioning procedure.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead had dislodged into the right ventricle which resulted in far field r-wave over-sensing. The lead dislodgement was confirmed by chest x-ray. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.